Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode with irregular heart rates and was admitted to the hospital. It was also reported the patient hit their head when they passed out. No additional adverse patient effects were reported.